Event description:
It was reported that communication with the pulse generator was difficult. During follow-up, the device would not update battery values. According to a previous transtelephonic monitoring, the pulse generator should not have been at elective replacement indicator. The physician elected to replace the device.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode. The product code could not be downloaded. The battery voltage was at end-of-life (eol) due to normal battery depletion. After replacing the battery the device functioned normally.